Event description:
It was reported the patient had and elevate posterior graft implanted in (B)(6) 2012 with good results. Ce and digital rectal examination performed post-op was clear. Subsequent follow up "nad".the patient had a routine colonoscopy and a polyp was removed. The physician also viewed another object during the colonoscopy that looked like the eyelet from the elevate going through the bowel. The patient did not experience any symptoms. Upon rectal exam the physician could not feel the object at all. The physician planned to monitor the patient as she did not have any symptoms and the device had been implanted more than two years prior. No patient complications were reported in relation to this event.

Manufacturer narrative:
Implanted (B)(6) 2012.